Manufacturer narrative:
Updated data: b6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, 3 recaptures were performed and severe infolding was noted. Ultimately, the valve was successfully implanted. Per the physician, the patient's native bicuspid valve contributed to the event. No patient complications were reported as a result of this event. Additional information was received that prior to the implant of the valve, there was no misload identified during loading. A pre-implant balloon aortic valvuloplasty (bav) was performed using an 18 millimeter (mm) balloon. During the implant of the valve, the valve was recaptured 3 times to adjust the position of the valve. However, the infold was identified on the second recapture. Following the implant of the valve, a post-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon to resolve the infold. It was noted that a procedural delay occurred as a result of the infold.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329, product lot/serial number: unknown, product type: 0195-heartvalves, implant date: non-implantable. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, 3 recaptures were performed and severe infolding was noted. Ultimately, the valve was successfully implanted. Per the physician, the patient's native bicuspid valve contributed to the event. No patient complications were reported as a result of this event.